Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hypoglycemia on (B)(6) 2020 at 12: 30 pm. Customer was found unconscious due to experiencing a low blood glucose of 22 mg/dl and was taking to the hospital by ambulance. The customer was assisted with troubleshooting. The customer was treated with insulin drip. Customer had using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that they experienced the high blood glucose on (B)(6) 2020 with value 407 mg/dl. Customer was off the insulin pump for 2 and a half weeks, while in the hospital for the low blood glucose reported. The device will not be returned for analysis.